Manufacturer narrative:
H11. This supplemental report is being submitted in response to a request from the u.s. Food and drug administration (FDA), received on 11 march 2025, medsun uf/importer report number (B)(4). The request pertains to an MDR previously submitted by abbott identified by report number 2135147-2025-01156. The initial report was submitted on 03 march 2025 both within required timelines. This follow-up submission provides the medsun uf/importer report number associated with the MDR number as requested by FDA and does not reflect new or previously unreported events. If further clarification or documentation is needed, abbott will cooperate fully to ensure compliance with MDR requirements.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to operational circumstance. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported poor image resolution was due to image quality. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip (40819a1068) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. An xtw clip (40819a2003) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip (40819a1068) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. An xtw clip (40819a2003) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.